Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, white particles inside of the surface of the shell and crease flat. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify more than three punctured on the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: more than three puncture opening on the device(anterior/posterior) assessed to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.